Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given delivery accuracy testing and the result was -3.642%- this is slightly outside of specifications for pump only (pump and disposable system delivery specification is +/6%. The device expulsor was replaced to address this issue.

Event description:
Information was received indicating that a smiths medical pump was infusing cytarabine for a patient and the next day there was 77mls left in his IV bag. Thus 15.4% of the drug was no administered. The patient mentioned that the IV bag was placed lower than his access site. There were no reported adverse events.